Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a linear 34 cc intar-aortic balloon did not open. Pressed iab fill button and balloon still did not inflate. Patient was involved. There were no patient complications.

Event description:
It was reported that a sensation 7fr. 40cc intra-aortic balloon (iab) did not open. Pressed iab fill button and balloon still did not inflate. Patient was involved. There were no patient complications.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was observed on the iab exterior. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. One-way valve vacuum test was preformed, and it was able to hold vacuum. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. The evaluation determined a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.